Event description:
It was reported that prior to implant, the device exhibited high battery voltage and reached early battery depletion. The device was not used and will be returned. No patient complications have been reported as a result of this event.